Event description:
It was reported that the patient's device had early battery depletion due to high left ventricular output and was replaced. The left ventricular lead was also replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.